Event description:
Pca morphine infusion pump was cleared at 6:20 am. Was set to deliver 1 mg/10 min, cont 1 mg/hr, 4 hr max 20mg. Pt rec'd 12.4 mg IV between 6:20 am and 7:40 am, narcan administered, pt suffered respiratory arrest, was successfully resuscitated. Syringe/spring mechanism noted to be broken on the 3-11 shift 10/3/97; pump not changed. No history available-lithium battery expired.